Event description:
Boston scientific received information that this right atrial lead had dislodged. The lead was repositioned and remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.